Manufacturer narrative:
The customer¿s report an over infusion was not confirmed or replicated during testing. Physical inspection of the device determined the platen had a broken upper hinge post (completely severed), and the iui¿s were worn and corrosion around the screw wells. The left iui was cracked at the top right corner. Review of the event logs shows no infusions taking place, the event log goes back to 27jul2017 at 12:21 pm to 16sep2017 at 10:50am, apart from being powered on in the lab. Functional testing and rate accuracy was performed and found the device operating within specification. There were no observations of unregulated flow. Rate accuracy was performed on the source pump module and was found to be in specification. The administration set and IV bag were not returned by the customer. The root cause of the customer¿s report of an over infusion was the result of a broken upper platen hinge post. The cause of the broken upper platen hinge post was unknown.

Event description:
The customer reported that an unspecified fluids/medication infused faster than expected. There was no report of patient harm. The customer declined to provide additional event details. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however customer decline to answer.

Event description:
The customer reported that an unspecified fluids/medication infused faster than expected. There was no report of patient harm. The customer declined to provide additional event details. Although requested, no additional information about the patient, medication, or event provided.